Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. Customer treated with insulin but still blood glucose was high. Customer stated insulin pump was not working correctly. Customer stated insulin pump had blank display for 3 days and working again. Customer stated insulin pump had low battery alert. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge or battery less than expected anomaly and no blank display anomaly noted during test.